Event description:
The account alleged when they activate the brake, the brake will not hold. The account stated, they found the problem to be in one of the brake casters.

Manufacturer narrative:
The account replaced the brake caster to repair the bed.